Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, upon device interrogation an interference episode was found. The interference was properly recognized and there were no consequences for the patient. The physician decided not to take any further action.